Manufacturer narrative:
February 16, 2016: additional information received provided unique identifiers for the four explanted valves referenced in the literature. Three of the four valve events were found in the medtronic complaint database, one valve event however was not available due to the age of the event. A search of the maude database for an MDR number associated with valve serial (B)(4) returned no results also likely due to the age of the event. Per maude website: ¿please note that the maude web search feature is limited to adverse event reports within the past 10 years.¿

Event description:
Additional information received provided unique identifiers for the four explanted valves: valve serial (B)(4), event date (B)(6) 2004, no event or MDR number available. Valve serial (B)(4), event date (B)(6) 2005, MDR# 2025587-2006-00004. Valve serial (B)(4), event date (B)(6) 2006, MDR# 2025587-2006-00062. Valve serial (B)(4), event date (B)(6) 2007, MDR# 2025587-2007-00128.

Manufacturer narrative:
(B)(4). Title: early stenosis of medtronic mosaic porcine valves in the aortic position citation: the journal of thoracic and cardiovascular surgery 2009 137: 1556-7 (doi 10.1016/j.jtcvs.2008.06.042) authors: jennifer s. Lawton, md, nader moazami, md, michael k. Pasque, md, marc r. Moon, md, and ralph j. Damiano, jr, md. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to evaluate early stenosis after the implant of this surgical bioprosthetic aortic/mitral valve (serial numbers were not provided). The valves were implanted between august 17, 2001 and december 5, 2005. The study population included 106 patients. The predominant gender and mean age were not reported. Among all patients, details regarding four explanted valves were provided. A 23mm device was explanted after 44 months due to aortic stenosis, increased gradient measurements, thickened leaflets and a small perforation of one leaflet. A 23mm device was explanted after 14 months due to aortic stenosis, increased gradient measurements and thickened leaflets. A 23mm device was explanted after 19 months due to aortic stenosis, increased gradient measurements, pannus and thickened leaflets. A 25mm device was explanted after 3 months due to aortic stenosis, increased gradient measurements, pannus and thickened leaflets. It was reported that all valves had been returned to medtronic for evaluation. The cause of the stenosis could not be determined in any of the cases. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.